Manufacturer narrative:
Corrected data: section h6- the patient code was erroneously submitted as shock (2072), but should state nerve stimulation, undesired (1980). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30479. It was reported the patient experienced shocking sensation at the ipg site due to high lead impedances. Diagnostic testing revealed high impedance on one lead. In turn, the lead was explanted and replaced. This addressed the issue. It is unknown which lead had high impedance and was explanted, therefore both leads are being reported.